Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer 3.1 and pocket b2 had hardware failed. A field service engineer (fse) ran the hardware test application (hta) and it passed successfully, but pocket b2 drawer 3.1 kept failing due to excessive medication inside the pocket. The fse tapped the lid, and it opened. The pocket needed to be replaced, and the technician needed to recover the drawer. User attempted the recovery, but it did not work, and the customer did not respond after multiple follow ups. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred. Main drawer 3.1, pocket b2, failed. The customer attempted troubleshoot with reboot and recovery procedures, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.